Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314drg ICD, implanted (B)(6) 2013. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was undersensing and oversensing. The lead remains in use. No patient complications have been reported as a result of this event.